Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported that the pump was not delivering an insulin bolus as intended. Reporter was unable to provide any further details. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported based on the allegation against the delivery function of the pump.